Event description:
The pt had a 25mm helex septal occluder implanted in 2006 to close a pfo (patent foramen ovale). In the latest tte (transthoracic echocardiography) assessment (in 2007), the occluder could not be visualized in the septum. Prior to assessement, the physician discovered the device in the abdominal aorta about the level of the renals. Five days later, the physician attempted to remove the device with a snare from the abdominal aorta. The physician was able to snare the device and started pulling it but it moved into and became stuck in the right common femoral artery. Contrast angio showed a dissection proximal to where the device was attached. The dissection was treated with a cordis smart stent. The helex device was surgically removed.